Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received feedback from a blood bank about a low result from one patient sample tested for total protein gen.2 (tp2). The sample from the clinic is always divided into three parts. The first part is analyzed immediately after collection. The second part is frozen, then thawed, then analyzed. The third part is frozen for 24 hours, and then analyzed. The initial tp2 result was 5.8 g/l from the 1st part of the sample. On (B)(6) 2015 the 2nd part of the sample was tested and the result was 56.9 g/l. The third part of the sample was tested and the result was 57 g/l. The clinic was contacted and the low result was corrected. No adverse event was reported. The tp2 reagent lot number was 616432. The expiration date was not provided. Calibration and quality controls were acceptable. The field service engineer visited the customer site and found the probe on the instrument was dirty and slightly damaged. The probe was replaced and laundry adjusted. After this service action, no additional problems have occurred. The root cause of the issue was determined to be the damaged probe.